Event description:
When the patient underwent colonoscopy, the user found that the angle of the scope was not in place in the ascending colon segment and the ileocecal part could not be reached, so the user changed another one and the operation was performed again. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t2-us is available in the USA with a 510k number k192245. This device is not distributed in us so that unique identifier is blank.

Manufacturer narrative:
Correction information. G6: follow up #1. H6: coding changed based on the investigation result. We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.